Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual examination was carried out and it was noted that there was a white stain on the side of the encore device. The stain was noted to be on the inside of the clear housing and on the outside of the barrel. Also, it was observed that the stain did not obstruct the graduation marks in the barrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that the sterility of the device was compromised. The 90% stenosed target lesion was located in the left forearm shunt. An encore balloon catheter inflation device was selected for use. During unpacking, it was noticed that a cloudy white stain was present at the part where saline is injected. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the sterility of the device was compromised. The 90% stenosed target lesion was located in the left forearm shunt. An encore balloon catheter inflation device was selected for use. During unpacking, it was noticed that a cloudy white stain was present at the part where saline is injected. The procedure was completed with another of the same device. No patient complications were reported.